Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an issue with the reservoir. Customer reported that the reservoir will not lock into place. Customer's blood glucose reading at the time of the incident was not included in the report. The reservoir will not be returned for analysis.